Manufacturer narrative:
The device was returned to olympus for inspection. The following reportable malfunctions were identified during the device evaluation: connecting tube has coating peeling. (1mm2 or more). Based on the results of the investigation, degradation problem identified and the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had the connecting tube coating peeled (1mm2 or more). There were no reports of patient involvement.